Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-07131. The pt rec'd a scs sys on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt has been feeling unsteady on her feet lately and has fallen. The pt was instructed by her doctor to turn the stimulation off for one day and see if the unsteadiness persists. The pt stated that turning off her battery made very little difference. Follow up found that the pt has had a nerve conduction study (ncv) done since calling to report the issue. Pt stated that she will discuss the results of the ncv and options regarding the next course of action at her follow-up appointment with her doctor. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.